Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right common iliac artery. A 8.0mmx20mmx135cm sterling balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a 8x20 mustang balloon catheter. There were no patient complications reported.